Event description:
It was reported that the patient experienced pain across her back and down her leg that was unrelieved with pump adjustments to increase her dose. An x-ray observation revealed that the catheter was kinked and/or occluded and that there was evidence of catheter tip fibrosis. The patient's catheter was explanted. The patient recovered without sequela. The patient's pump contained sufentanil 250 mcg/ml (84 mcg/day), clonidine 175 mcg/ml (58.8 mcg/day), and bupivacaine 25 mg/ml (8.4 mg/day).

Manufacturer narrative:
.